Event description:
Customer called to report approximately 5-10ml of blood leaking from the flm. There were no alarms throughout the treatment. The customer explained that she completed 6 full cycles and when the treatment completed, she clamped the patient access, press release door, and disconnected the patient. Customer stated that when she opened the flm door during the kit removal, she noticed about 5-10ml of blood leaking from the flm, customer stated that she discarded the kit, but still has the flm she can return for further investigation. Customer explained that due to the minimal amount of blood, this leak may have occurred after the release door was pressed, when the patient was clamped and disconnected. No patients or bystanders were exposed to blood or blood products because of the leak. The patient was reported to be in stable condition. Service order, (B)(4), was dispatched. The flm and the data key were returned for investigation.

Manufacturer narrative:
A review of lot c748 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, flm leak and no trend was detected. There was no CAPA initiated for complaint category flm leak. (B)(4) completed: service technician cleaned the blood in the flm area, cleaned the instrument and performed system checkout procedure. The assessment is based on information available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed with the results of this analysis. (B)(4).

Manufacturer narrative:
The fluid logic module (flm) and data key were returned for analysis. Review of the data key indicated a blood leak alarm during testing of the leak sensor prior to start of the treatment. The prime was completed successfully and subsequently the treatment was completed without any alarms or system errors. Leak testing was performed on the returned flm under pressure and a leak was confirmed in the membrane, at the bottom of the back side of the flm. Manufacturer investigation based on the returned flm exhibited a small tear at the bottom of the flm which was from a small tear that was observed. The root cause is considered to be manufacturing operator error. Corrective action was implemented which included operator training by the department leader. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).